Event description:
It was reported that an ilet user experienced hyperglycemia after a lunchtime meal when blood glucose rose from 106 mg/dl pre-lunch to 286 mg/dl, later reaching 315 mg/dl, in the context of a recent cartridge fill and a steel contact detach infusion set change; the user believed the initial steel set was not inserted properly, and a new steel infusion set was placed while retaining the existing cartridge, after which insulin therapy on ilet was resumed and glucose was expected to decline. Symptoms included elevated blood glucose without reported injury. Outcomes included user-performed troubleshooting with education and successful replacement of the steel infusion set. Investigation included remote troubleshooting and user guidance to replace the infusion set. Investigation of this case revealed that the probable issue was infusion site or set insertion failure leading to loss or reduction of insulin delivery, with the device otherwise functioning as intended. It was concluded, based on previously established findings for similar reports, that the cause was unclear but consistent with an infusion set insertion or site-related issue. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.